Event description:
Customer took a blood glucose reading at 5pm with a result of 340mg/dl. The customer took 2 pills because of the high blood glucose reading. At 6pm the customer went into a coma. Paramedics were called and they rec'd a result of 30mg/dl. The customer was given an injection of glucose and taken to the hosp. Different incident the customer rec'd a result of 300mg/dl. The customer couldn't talk, paramedics were called and less than 30 mins the customer was given an injection of glucose. No controls were being used, and the device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.